Manufacturer narrative:
Investigation results: a partially deployed ultraflex esophageal proximal release stent and delivery system was received for analysis. Visual examination of the returned device found that the shaft was kinked. Functional analysis of the device found that the shaft bowed during a failed deployment attempt; however, the stent was able to be deployed as received. No other issues were identified with the device. The investigation concluded that the cause of the reported event and the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex esophageal proximal release stent was to be used in the esophagus to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was not tortuous but was dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the stent when the deployment suture did not completely release. The partially deployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 27, 2017 that an ultraflex esophageal proximal release stent was to be used in the esophagus to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was not tortuous but was dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the stent when the deployment suture did not completely release. The partially deployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.